Manufacturer narrative:
Both of the devices were removed and the patient was implanted with two (2) new magec rods, without incident. To date, the patient is doing fine and is continuing their treatment with magec. No negative outcomes have been reported. A DHR review revealed that there were no deviations from the manufacturing process and that the device met all of the required quality inspections and was released within specifications. This is not an unusual event for growing rod patients. In the literature, growing rods have been reported to break in approximately 25% of cases (bess s, et.al., "complications of growing-rod treatment for early onset scoliosis: analysis of one hundred and forty patients", j bone joint surg am. 2010; 92: 1-11). (B)(4).

Event description:
A distributor reported that a surgeon alleged that one of a patient's magec rods broke after approximately six (6) months of implantation.